Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system to provide standard preventative maintenance (pm). The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported difficulties opening the vertical cut of a patient's flap during a lasik procedure. Infero-nasal area tag was suspected. No patient harm was reported. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.